Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient called the vad coordinator on the evening of (B)(6) 2015 to report that when he connected to the power module while standing, he heard "lots" of alarms and the lcd screen displayed ¿connect driveline¿. His driveline was reportedly fully engaged. The patient stated that something was wrong and he felt lightheaded. He immediately connected back to battery power and felt better. The patient was instructed to exchange the power module patient cable. He then reconnected to the power module while sitting down, and within 5 minutes he received the same alarms. The vad coordinator elected to keep the patient on battery power until he was seen at the clinic. On (B)(6) 2015, the patient presented to the clinic and the log file was reviewed. Several pump off with ¿connect driveline¿ events that correlated with the reported events were noted. The alarms only occurred while the patient was connected to the patient cable. Review of the data log file by the manufacturer¿s technical services representative suggested a potential short to shield issue in the driveline. It was also reported that the patient was not reaching or bending when these events occurred, and his weight had been stable; however, there was one known area on the external portion of the driveline that was damaged that had been repaired with rescue tape, but it had been stable. The rescue tape was removed, and the area was manipulated, but the alarms could not be reproduced. A review of x-rays of the external portion of the driveline showed no areas of concern. The patient was listed as (B)(6) for a heart transplant and an ungrounded patient cable was provided to the patient.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the pump did not reveal any depositions or thrombus formations that would have affected pump function. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The driveline was cut approximately 2.5 inches from the pump housing and the remainder of the driveline was returned in two segments. Continuity testing of the returned portions of the driveline revealed that all wires were electrically intact. Rescue tape was present around of the terminus of the distal end bend relief to repair the reported external cosmetic damage. Upon removal of the outer silicone sleeve, the clear bionate appeared unremarkable on all three segments of the driveline. Breakdown of the metal braided shield was observed on the distal end of the driveline near the metal connector. Visual examination of the underlying wires revealed a breach in the insulation of the black wire adjacent to the nipple housing of the metal connector, exposing the inner metal conductors. A breach in the insulation of the brown wire exposing the inner conductors was also noted adjacent to the nipple housing of the metal connector. In addition, the red wire was partially fractured approximately 0.25 inches from the metal connector. Significant kinking of the wires was also noted in the locations of the breaches. The observed damage to the black wire appeared to be the result of fatigue failure due to a combination of abrasion against the braided shield as well as repetitive flexing in this area. The observed damage to the brown and red wires appeared to be the result of fatigue failure due to repetitive flexing. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on tethered power (such as the power module), the resulting short to ground would have caused the reported interruption in pump function captured in the submitted system controller log file. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other, or simultaneous contact with the braided shield, while operating on tethered power or battery power. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that on (B)(6) 2015, the patient received a heart transplant "due to complications with driveline, short to shield". The patient was at home at the time of transplant.